Event description:
It was reported that the catheter was replaced in (B)(6) 2012 for an unspecified reason. In (B)(6), the patient had a return of symptoms with increased stiffness. Per the reporter, four dye studies had been done and all 'checked out ok'. The most recent dye study was performed on (B)(6) 2013 for a suspected catheter kink, however, it was 'negative'; no catheter problems were found. It was noted that 'everytime it is replaced it would work for a while and then the symptoms return'. The meds were increased many times and it wore off and then didn't work; the stiffness returned. The patient felt like his body might be building up a tolerance to the baclofen. A refill had been performed '10 days ago' and the dose was again increased. The patient outcome was reported as no injury.

Manufacturer narrative:
Product ID: neu_unknown_cath lot# serial# unknown, product type catheter. (B)(4).